Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Medical device: serial number (B)(4), lot number 62812. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts migrated posterior and lost connection with the ac. Surgeon attempted to re-connect the device with the ac. Due to scaring, they were unable to re-establish connection and device fractured during the manipulation. The device was explanted and replaced with a new xen®45 gts in the right eye. Reported events has been resolved.